Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
Material #unknown batch #unknown verbatim: rcc received a complaint via email. Email(s) attached. We have started to get many reports from nursing and anesthesia around issues involving coring of medication vials. So far there isn't a trend with a specific medication, but most reports have involved pfizer products. Nursing has been using bd blunt tip needles for many years without issue. Reports of coring began about 2-3 weeks ago. Has anyone else experienced recent issues with this? Thanks!